Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia the customer blood glucose level was unknown at time of incident. Customer stated insulin pump does not working properly because the infusion set was kinked and the device did not know. The insulin pump will not be returned for analysis.